Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v761036, implanted: (B)(6) 2011, product type: lead; product ID 37743, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2011, product type: recharger; product ID 3888-33, lot# v761036, implanted: (B)(6) 2011, product type: lead; product ID 3998, lot# v601346, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. The patient stated the stimulator pack malfunctioned and gave her shocks. The lead going up her back hurt. This occurred in the last year. When asked if there were any falls or trauma, the patient stated yes; she had to have a total knee replacement on the right knee as she fell on cement. The patient stated ¿they¿ say it doesn¿t look broken but when she turned it on she would get shocks. The skin hurt all around. The patient stated she was going to remove it but did not have a physician to do so. She did not want the implanting physician to take it out. Physician listings were given to the patient. Additional information about the outcome was requested, if received, a follow up report will be sent.